Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62798155 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g7: checked "follow-up."

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured at the collar. Tissue/bone around the implant body can be seen. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on an unknown tooth site, and was used for approximately 5 years 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62798155). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62798155) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k101880.

Event description:
It was reported that the crown broke causing the implant to fracture. New implant was placed after removal. Tooth number was not provided. Tooth location unknown.